Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision. Asr xl (left). Reason(s) for revision: pain and increased metal ion levels. Update: added further reason for revision and added product. Received: january 14th 2013. Update - added lot numbers to cup and head taken from claimsuite dated 10th april 2013. Update dated 11th dec 14 - we have been informed by (B)(6) that this patient is deceased. The date of death is unknown but believed to be in (B)(6) 2014. Added lot number for sleeve, additional surgeon, additional hospital, patient name, sex, date of birth, kid number, marked as legal. - update dated 11th dec - (B)(4) email. Sleeve lot num - 2712162. (B)(4) (B)(6) confirm that there is no allegation made of any possible link between death and the asr implants (B)(4) 2014 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.